Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient lost weight and began experiencing discomfort at her scs ipg pocket site due to the scs ipg flipping (date of event is unknown). As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs ipg was found to be inoperable (2501 comm error received on patient programmer). The patient had not charged since (B)(6) 2015. The scs ipg was explanted and replaced and the pocket site was revised. Stimulation was restored with the procedure.